Event description:
It was reported that during inspection prior to surgery, blades are blunt and need revision. There was no patient involved and no impact to user. At evaluation it was noted the device failed the test cut. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). G2 foreign: switzerland review of the most recent repair record determined the unit failed the test cut and the cutter was damaged. The cutter was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.